Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced a bent cannula issue on (B)(6) 2026. The patient experienced hyperglycemia and received treatment with insulin pen. No further information is available.